Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with post-paced t-wave over-sensing causing non-sustained right ventricular over-sensing alerts on their implantable cardioverter defibrillator. Recommended programming changes were made by the patient's physician. Patient was stable after the event.